Event description:
It was reported that a neurosurgeon wanted to turn off a patient's vns device so that he could treat the patient's syncope and orthostatic hypotension. The relationship between the patient's conditions and the device is unknown at this time, as good faith attempts to obtain additional information have been unsuccessful to date.